Event description:
Healthcare provider reports: signature plus act results lower than expected. Signature plus gave a result of 173 seconds and on repeat 300 seconds. Target time for sheath pull 170 seconds." No adverse events reported.

Manufacturer narrative:
(B)(4). Method: device history record, ncmr, CAPA and complaint history evaluated. Result: record eval completed. Complaint could not be confirmed. Conclusion: no conclusion can be drawn.